Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735787, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A1102 captures the "connection with [uninterruptible power supply] ups lost" message, a0719 captures the unexpected shut down, and a0902 captures the no video detected message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system unexpectedly shut down a few minutes after powering on. The system was plugged into wall by itself in own outlet. The monitor displayed "no video detected". The system was rebooted and self test was checked. The self test status displayed "connection with [uninterruptible power supply] ups lost". There was troubleshooting present. A hard reboot of the system was performed and connection with ups did not reappear in self-test. The battery percentage read 100 percent (%). A battery test was performed and the battery percentage read 75% after four minutes. A soft reboot was then performed and the issue did not persist. An additional soft reboot was performed as well and the issue did not persist. The covers of the system were opened and the ups status lights were checked. The ups had no erroneous light statuses. The ethernet connection on the back of the ups was reseated as well as the ethernet connections on the ro uter. There was no patient involvement.